Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was dropout or loose cable regarding the prograsp forceps instrument. It was opened with a wrench for malfunction. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was frayed. No fragments fell inside the patient's anatomy. The instrument was inspected prior to use. No damage was noticed out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The 8mm prograsp instrument was found to have a frayed grip cable (open) at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.